Manufacturer narrative:
The complainant was unable to report the suspect device lot number; therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 24, 2019 that a dynamic y stent was to be used in the central airway during an airway stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent was able to be deployed; however, the posterior membrane of the stent was ripped during removal of the forceps and part of the material was on the forceps. The stent was removed and another stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.